Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Went to remove my tampon and the string broke off- retained [foreign body in reproductive tract] went to remove the tampon, the string broke off [complication of device removal] string broke off [device breakage] case narrative: consumer reported via e-mail that the string broke off during removal. No serious injury reported.